Event description:
The patient was in for an endarterectomy procedure and the field clinical engineer was present to program the device to bradycardia pacing only for the duration of the surgical procedure. The field clinical engineer noticed low unloaded battery voltage and initiated a capacitor maintenance on the device, at which time the charge time was determined to be prolonged. A second capacitor maintenance produced the same extended charge time. The decision was made to explant the device.